Event description:
The customer reported the device switched off and is not working. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device switched off and is not working. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The device did not power on via battery and ac power. Internal inspection found component f1 on the connectivity board to be open. The device does not power on due to the blown fuse, f1.